Manufacturer narrative:
Initial reporter is synthes sales representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on february 20, 2020, during restocking a set, it was noticed that a double drill guide in a va mod hand set was bent. There was no procedure or patient involvement. This report is for one (1) 1.5/1.1mm double drill sleeve for 1.5mm cortex screws/red this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6- the 1.5/1.1mm double drill sleeve for 1.5mm cortex screws/red (p/n: 03.130.225, lot #: l769052) was returned and received at us cq. Upon visual inspection, it was observed that the of the 1.1 mm drill sleeve was bent and the distal tip of the 1.5 mm drill sleeve was deformed and cracked. No other issues were identifies with the returned device. No dimensional inspection can be performed due to post-manufacturing damage. The complaint condition was confirmed for the 1.5/1.1mm double drill sleeve for 1.5mm cortex screws/red (p/n: 03.130.225, lot #: l769052). There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part number: 03.130.225; lot number: l769052; manufacturing site: bettlach; release to warehouse date: 20. Feb.2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.